Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that on a coronary artery bypass graph procedure, the zipfix application instrument will not tighten and crimp the closures properly. Surgeon was able to complete the procedure with the instrument but with great difficulty. Surgeon reportedly is confident that all zipfix closures were secure when the procedure was finished. There was no adverse event to the patient and no fragments to retrieve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation revealed the spring which pushes the implant holder against the back wall within the instrument was broken. The short coil spring arm which locks the spring onto the instrument to prevent the spring from rotation, is broken off. Due to the damages the breakage relevant dimensions cannot be checked to print specifications anymore. The DHR review shows that the instrument met to the specification when left our facility. This complaint is deemed indeterminate from a manufacturing standpoint. The product evaluation showed the function of the returned instrument was tested in (B)(4). It was found that the spring which pushes the implant holder against the back wall within the instrument was broken. Therefore the user was unable to insert an implant into the instrument for tensioning. The short coil spring arm which locks the spring onto the instrument to prevent the spring from rotation, is broken off. The reason for the spring failure is unknown to product development. In conclusion, root cause of failure: the root cause of this instrument failure is related to the broken spring. This prevented the user from inserting implants into the instrument for tensioning and cutting. This complaint is deemed indeterminate.